Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 50-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting at scai stage c shock at the pump implant. Underlying medical history was not shared. After a coronary angioplasty in the catheterization lab the team sent the patient to the ICU on the cp support. The pump was sutured and angle-matched with best practices. After approximately 30 minutes the patient deteriorated and the team felt some firmness at the femoral site. The team had the hemoglobin redrawn and found it had dropped from 9.7g/dl to 7.1g/dl. To treat the blood loss the team infused back 2 units of blood cells and 2 units of fresh frozen plasma to the patient. CT imaging revealed a hematoma but no active extravasation. The hemoglobin was again drawn and found to have risen to 9.0g/dl. The pump was explanted after just over 1 day and survived the bleed. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
Updated information: the device will not be returned for evaluation.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax) upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details.